Event description:
It was reported to boston scientific corporation that a solyx sis system was implanted (B)(6), 2010. According to the complainant, the patient experienced an unknown injury.all other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The complainant listed two facilities associated with this complaint, (B)(6). It is unknown which facility the device was implanted at.the complainant also listed the following physician associated with this complaint: (B)(4).